Event description:
Have post traumatic head injury, doctors put me on CPAP 5 years ago. Two years ago developed cerebral spinal leak. After two years of run around, facility feels the CPAP caused leak. Having brain surgery. Think it would be good idea to put warning for people with head injuries to state they can decompress their brains while using this product. My head injury is frontal lobe with sinuses gone. They had me on the highest level on CPAP, my brain could have decompressed. This is life threatening don't you think.